Event description:
This report is being filed upon notification from our mr manufacturer in another country, of an event that occurred. The pt was having a mr exam when her finger was in the path of the railed mechanism between the moving table and the fixed area of the table. As a result., she has sustained loss of her finger and nearby tissue.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. This event happened at a hospital.